Manufacturer narrative:
Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, during inspection one (1) depth gauge for 2.0mm and 2.4mm screws wire tip popped out. There was no patient involvement. This report involves one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the depth gauge for 2.0 mm and 2.4 mm screws (part # 319.006, lot # 6111349) was received at us cq with the needle broken off from the slider and the broken needle component was not returned to us cq. The ball component of the device was slightly struck in the slider component hole and not popped out as intended. No other damages were observed on the device except normal wear. This is consistent with the reported complaint condition, thus confirming the complaint. Device failure/defect was identified. Dimensional inspection: the dimensional inspection was not performed as the broken needle component was not returned. Document/specification review: the relevant drawings were reviewed. The complaint was confirmed. Investigation conclusion: the complaint was confirmed for the received device as the needle component of the device was broken off. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history lot part # 319.006, synthes lot # 6111349, supplier lot # na, release to warehouse date: mar 27, 2009, manufactured by synthes brandywine, no ncr's were generated during production. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.